Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from us alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The original patient sample generated an invalid result but later generated positive results for all three targets when re-tested on the same instrument. A second sample was collected from the patient which generated a negative result for all targets. Only the negative results were released.during a system assessment, 3 additional discrepant runs were identified:on (B)(6) 2021 run #536 generated false positive on 3 targets sars-cov-2 & influenza a/b with pcr curves observed. On (B)(6) 2021 run #547 generated false positive on 3 targets sars-cov-2 & influenza a/b with pcr curves observed.on (B)(6) 2021 run #563 generated false positive on 2 targets influenza a and sars-cov-2 with flu b invalid and pcr curves observed.no patient harm has been alleged. Based on the FDA guidance, 4 mdrs will be submitted one for each of the reported results.

Manufacturer narrative:
The instrument has been removed from the customer site.roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed.per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring.overall across the installed base, these issues from product use may occur sporadically.for invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status.a cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021.consignees have been notified.(B)(4)